Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements. A lead fracture was suspected. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended, therefore boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.